Event description:
Incomplete info from affiliate. Awaiting response from affiliate. 3/17/1999 - message from affiliate. There were (8) procedures that involved a total of (10) 511sd trocars. All the trocars gaskets tore after inserting an endoscope. There was no consequence to the pt in all the cases.